Event description:
A pt initially reported an error 3 message. They were cleaning the meter with alcohol. Meter was cleaned again properly, but now received error 23 message. This issue was not resolved with troubleshooting.